Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the device achieved femoral arteriotomy closure after an interventional procedure. After the deployment the device was difficult to remove and was pulled out with force. Hemostasis was achieved with the device. There were no reported adverse patient sequelae. Though requested, no add'l info available.